Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the magnum needle. Prior to the procedure, a foreign object or lint was present in the needle. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the magnum needle. Prior to the procedure, a foreign object or lint was present in the needle. There was no patient contact.

Manufacturer narrative:
H11: additional information was received and there is no alleged deficiency or malfunction with the product. This report is no longer being considered a complaint file and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. G3. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.